Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
A report was received from canada stating there was leakage from the closed suction control valve, either becoming stuck in the "on" position or not sealing when in the "off" position. This created a leak in the ventilator system, causing alarms while compromising ventilation. There was no direct patient harm as the ventilator alarmed, but there was a high potential. No additional information was provided in regards to the patient's status.